Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to perform a pump reset, after which the error did not reappear. The customer was advised to wait before starting a new sensor session and acknowledged the guidance provided.